Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Battery/ (B)(4)/cat#1650de/exp. Date: 2016 sep 30 UDI#: (B)(4) mfg. Date: 2016 sep 30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller is not recognizing the 2 batteries connected to it briefly and power switching with reconnection alarms. The site has removed the 2 batteries and exchanged. It was stated that both of the batteries had a single tone beep, and both were at greater than or equal to 25 percent of capacity. It was also stated that there was a display error on the batteries and the battery charge indicator would go blank on the controller for about a second then come back on. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The batteries (bat300864, bat303886) were not returned for evaluation. Controller log files were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and batteries. A possible root cause of the reported ¿tone" and display indicator on the controller going blank can be attributed to momentary disconnections. Momentary disconnections will result in an audible tone. In addition, when a momentary disconnection occurs, the battery indicators on the controller will turn off, and then on when the power source regains connection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.